Event description:
It was reported that the rv lead was replaced, due to both high voltage coils showing infinite impedance. A lead fracture was suspected. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory, and tested out of specification consistent with that advisory. Evaluation summary: defib conductor fractured; full lead in segments returned and analyzed. Other: it was reported that the rv lead was replaced due to both high voltage coils showing infinite impedance. A lead fracture was suspected. No patient complications were reported as a result of this event. Electrical tests performed; mechanical tests performed. Visual examination: actual device involved in incident was evaluated. Lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event, impedance, high, lead(s), fracture of.